Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Latest preventive maintenance performed and system met specifications as per sir (service installation record). Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user finished the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows ten successfully performed treatments. The treatment could be identified in the logfile. The user performed energy checks before each patient. The treatment was performed without interruption and the eyetracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Not enough information was provided to perform an investigation. The root cause could not be determined conclusively with the provided information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported a patient with post operative central island in the right eye during lasik procedure. There are multiple related reports for this reported event. This report addresses patient initials (B)(6), right eye, and additional manufacturer reports will be filed for the other patients.